Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer has cross checked the unit with another good known blower and problem is resolved. Vyaire medical sent request to customer service team for shipping a blower under warranty. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 316 (blower failure) prior patient use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log analysis tool and screen shot of service screen were utilized. Logs shows that the unit was continuously in use from (B)(6) 2023 10:34:13 (system time), alarm 241- "blower temperature high" and alarm 240- "blower temperature too high" triggered on (B)(6) 2023 22:09:36 and (B)(6) 2023 22:10:16. Blower temperature increase was unusually quick. Most likely the failure is due to the blower electronics and exact root cause is not determinable.